Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient that 25 years and 7 months post implant of their aortic mechanical valve that was implanted when the patient was (B)(6) years old, it was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.